Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the subject device was not returned for evaluation as it was discarded. Two images and a video were reviewed. Report of calcific degeneration leading to severe regurgitation cannot be confirmed through visual observation. Images and video showed an explanted valve with blood residues in both inflow and outflow aspects. In right image from document photos what appeared to be host tissue was observed on all three leaflets at the inflow aspect. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx31 implanted in the mitral position was explanted from a 51-year-old patient after an implant duration of nine (9) years and four (4) months due to calcific degeneration leading to severe regurgitation. Regurgitation was detected during an echo control. As reported, patient presented with dyspnea. A 31mm bioprosthetic valve was implanted in replacement. Patient was reported to be stable in ICU.